Manufacturer narrative:
On (B)(6) 2019, during visual analysis of the sample, it was observed to be ruptured. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced bilateral : asymmetry, hypertrophic scar , capsular contracture baker grade ii , acquired deformity and distortion of the breast implants. Breast pain code was removed and capsular contracture code was added per proper codification. Reason for device explant and/or reoperation: discomfort, breast pain , rupture, asymmetry, hypertrophic scar , capsular contracture baker grade ii , acquired deformity and distortion of the breast implant manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/11/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, discomfort and rupture. Concomitant medical products: a mentor memorygel breast implant 425cc , catalog number 3504254bc, serial number (B)(4), lot number 7300398. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and experienced discomfort, breast pain and rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on (B)(6) 2019.